Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it was perceived that procedural factors (dislodgement of the temporary pacer, premature ventricular contraction) caused the embolization of the initial sapien xt valve. The deployed uncovered dissection stent stabilized the initial sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: hlal, m., campelo-parada, f., dagenais, f., rodes-cabau, j., mohammadi, s. (2016). Unusual solution for a transcatheter aortic valve embolization: deployment of an endovascular stent through a floating prosthesis. The annals of thoracic surgery. Retrieved from http://www.annalsthoracicsurgery.org/article/s0003-4975(16)30512-4/fulltext?rss=yes.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4) and per article "unusual solution for a transcatheter aortic valve embolization: deployment of an endovascular stent through a floating prosthesis", during a transapical tavr procedure, a 29mm sapien xt valve embolized into the ascending aorta. Following the deployment of the initial valve, during post dilation of the valve, the temporary pacer was dislodged. A premature ventricular contraction (pvc) occurred, resulting in the embolization of the initial valve. A second sapien xt valve was immediately deployed in the native annulus. The attempts to fix the initial valve to the proximal descending aorta were unsuccessful due to the size of the expanded valve. The initial valve could not be moved through the aortic arch. The initial valve was successfully stabilized using an uncovered dissection stent, implanted via the femoral artery. Information regarding the native annular diameter and degree of valvular calcification was not provided. It was perceived that the temporary pacer dislodgement and the resulting pvc caused the embolization of the initial valve.

Manufacturer narrative:
Corrected information: date of event. Additional information: serial number, expiration date; implant date; device manufacture date; narrative date. Additional information received indicated the patient was discharged to home on postoperative day (pod) 16 without sequelae.